Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4) . Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and suffered a postoperative hematoma requiring evacuation. Shortly thereafter, the patient noticed increasing firmness on that side, and was eventually diagnosed with capsular contracture (grade unknown). As a result, the patient had the device explanted and replaced with another 300cc mentor memorygel breast implant (serial number (B)(4)) on (B)(6) 2018. On 10/29/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.